Event description:
It was reported that there were white lines across the screen after the device was upgraded. The lines were obstructing the values. The unit was not connected to a pt. No pt involvement.

Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.